Event description:
The customer reported the ventilator cannot work on ac power during normal ventilation operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer confirmed the reported problem. The manufacturers field service engineer evaluated the device and replaced the power supply to address the reported problem. The device passed all manufacturer required testing.

Event description:
Factory analysis of the returned power supply revealed a bridge rectifier short that resulted in the reported power issue. Evaluation of the component noted heat related damage. The failure as noted may result in a loss of ac power during normalventilation operation. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of ac power, an audible power fail alarm will activate.